Manufacturer narrative:
The patient remains ongoing on lvad support and no further issues have been reported at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had two "driveline fault" alarms on separate system controllers. The alarm was silenced, and returned soon after. A review of the submitted log file data confirmed the reported driveline fault alarms. A review of the x-rays provided did not show any apparent damage to the patient's driveline. The manufacturer's technical services personnel arrived onsite in order to evaluate the patient's driveline. When the patient was placed back on the system controller there was a driveline fault alarm observed within 7 minutes. No further information is available at this time.

Manufacturer narrative:
The report of driveline fault alarms was confirmed based on the log file submitted at the time of the event; however, a root cause for the events could not be determined. It was reported that the patient was placed on an epc system controller and remains ongoing with the implanted device. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient remains ongoing with an epc system controller as a result of the driveline fault alarms.